Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with a product mandrel and protective tubing. The product mandrel and the protective tubing that is placed on the balloon in manufacturing were in their respective as-manufactured positions on the device. There was contrast and blood in the inflation lumen. The balloon was tightly folded. The hypotube was fractured 21cm from the strain relief. The hypotube fracture surfaces were oval, which suggests the device was kinked prior to separation. There were multiple hypotube kinks. The shaft and balloon were microscopically examined and revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a scratch 1mm in length with a pinhole on each end in the balloon wall over the proximal markerband was revealed. There was balloon material lifted at the scratch and around the pinhole. Microscopically examination presented no irregularities in the balloon material or any sharp edges on the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. A .014¿ kinetix guidewire and a 5f convey guide catheter were used for functional testing. Functional testing was performed by loading kinetix guidewire into the tip of the catheter and advancing through the wire lumen and by loading the distal portion of the catheter with balloon into the 5f guide catheter until there was an inch of the hypotube protruding, there was no resistance upon advancing or withdrawal of the guidewire and guide catheter. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported removal difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that withdrawal difficulty was encountered. Vascular access was obtained via the radial artery. The de novo target lesion was located in a moderately calcified left anterior descending (lad) artery. A 2.00mm x 20mm maverick2 balloon catheter was selected and advanced to dilate the target lesion but was unable to cross the distal of lad. It was then noticed that the "centre lumen could not be withdrawn" and the entire unit (guide wire, guide catheter and balloon catheter) was removed directly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Preliminary visual analysis indicated the shaft was fractured.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that withdrawal difficulty was encountered. Vascular access was obtained via the radial artery. The de novo target lesion was located in a moderately calcified left anterior descending (lad) artery. A 2.00mm x 20mm maverick² balloon catheter was selected and advanced to dilate the target lesion but was unable to cross the distal of lad. It was then noticed that the "centre lumen could not be withdrawn" and the entire unit (guide wire, guide catheter and balloon catheter) was removed directly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Preliminary visual analysis indicated the shaft was fractured.